Manufacturer narrative:
This information has not been received. Additional information has been requested. Subject event occurred intraoperatively. Manufacture site and manufacture date could not be determined without a lot number. 510(k) cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number.

Event description:
During an elbow fracture procedure, surgeon was inserting a 4.0mm cannulated screw and the threads peeled as he was inserting the screw. The shaft and all the screw threads were removed from the patient. Surgeon used another screw to complete the procedure. Surgeon reportedly commented that he had drilled but not tapped the first screw, but he drilled and tapped the second which was inserted without incident.